Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(4). Product is class I for us regulations and does not require a 510(k) designation. Device manufacturing date is unavailable. Return requested. Replacement ratcheting handle shipped to site (B)(4) 2015. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, ball bearings fell out of the ratcheting handle. It was confirmed that no parts fell into the patient. It appeared the locking mechanism came apart, allowing the ball bearings to fall out. Delay in the procedure was less than 5 minutes. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device manufacture date provided.

Manufacturer narrative:
Suspect ratcheting handle evaluated: as reported, the ratcheting collar has broken loose and the ball bearings are missing. Otherwise, the handle accepts instruments without issue. This issue will be trended and monitored in a medtronic hardware anomaly tracking database.